Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump's buttons were not responding. The insulin pump may have been exposed to moisture. Customer's blood glucose level was 58 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No low reservoir alarms and no unresponsive buttons noted during testing. All of the buttons functioned properly; however, the device had moisture on keypad traces. The device also had cracked belt clip slot, cracked reservoir tube lip, cracked case at display window corners, minor scratches on the lcd window, reservoir tube cracked, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.